Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain patient weight, but it was not received.

Event description:
Additional information was received that patient underwent surgical intervention on (B)(6) 2019, wherein the existing ipg was relocated.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced discomfort at ipg site. Patient also reported losing weight. As a result, surgical intervention may take place.